Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter with serial number (B)(4). Complaint is not confirmed. Set meter's date and time to current date and time. Meter date and time was verified at a later date. Date and time remained current and correct. Customers and retailers have been informed through the adc fa21dec2006 letter.

Event description:
Customer reported that the date and time setting of their precision xtra blood glucose meter was not accurate, and that they also reported using their meter with the precision link data management system. Customer reported the meter will only retain the date and time settings for increments of approx two days. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.